Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified abdominal aorta. After the stent graft was deployed in the abdominal aorta, a 33/7/2/100 equalizer balloon catheter was used for post dilatation. During the 3rd inflation, the balloon ruptured. It was noted that the inflation was performed within nominal pressure. The device was removed from the patient smoothly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).